Event description:
It was reported that the customer's insulin pump display went blank. The insulin pump had reportedly not been exposed to moisture and the battery cap contacts were not missing or damaged. Customer stated the battery compartment and spring were neither damaged nor corroded. After inserting a new battery, the display did not return. Customer's mother stated she was going to call back continue troubleshooting after allowing the insulin pump to rest for 10 minutes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.